Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred and an issue related to the internal battery was observed. The device was not in patient use. The device was returned to a third party service center for evaluation. During evaluation, a failure of the device to charge its internal battery was observed. No ventilator inoperative condition was confirmed or reproduced during evaluation. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and an issue related to the internal battery was observed. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.